Event description:
It was reported that the patient developed a skin rash following an implant procedure. The physician believed that the skin rash was not device or procedure related but more on the prep solution used to clean the incision site before the procedure. The patient's spinal cord stimulation (SCS) system was explanted and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2318-70, SERIAL NUMBER: (B)(6), BATCH/LOT NUMBER: 5002211, MODEL/CATALOG DESCRIPTION: INFINION PRO LEAD KIT, 16 CONTACTS, 70CM, UNIQUE IDENTIFIER (UDI)#: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-2318-70, SERIAL NUMBER: (B)(6), BATCH/LOT NUMBER: 5008587, MODEL/CATALOG DESCRIPTION: INFINION PRO LEAD KIT, 16 CONTACTS, 70CM, UNIQUE IDENTIFIER (UDI)#: (B)(4).

Event description:
IT WAS REPORTED THAT THE PATIENT DEVELOPED A SKIN RASH FOLLOWING AN IMPLANT PROCEDURE. THE PHYSICIAN BELIEVED THAT THE SKIN RASH WAS NOT DEVICE OR PROCEDURE RELATED BUT MORE ON THE PREP SOLUTION USED TO CLEAN THE INCISION SITE BEFORE THE PROCEDURE. THE PATIENT'S SPINAL CORD STIMULATION (SCS) SYSTEM WAS EXPLANTED AND THE PATIENT WAS DOING WELL POSTOPERATIVELY. THE EXPLANTED DEVICES WERE RETAINED BY THE MEDICAL FACILITY AND WILL NOT BE RETURNED.

Manufacturer narrative:
Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2318-70.Serial Number: (b)(6).Batch/Lot Number: 5002211.Model/Catalog Description: Infinion Pro Lead Kit, 16 Contact, 70cm.Unique Identifier (UDI)#: (b)(4).Model Number/Catalog Number: SC-2318-70.Serial Number: (b)(6).Batch/Lot Number: 5008587.Model/Catalog Description: Infinion Pro Lead Kit, 16 Contact, 70cm.Unique Identifier (UDI)#: (b)(4). Model Number/Catalog Number: SC-4318.Batch/Lot Number: 38212367.Model/Catalog Description: CLIK X ANCHOR STERILE KIT.Unique Identifier (UDI)#: CLIK X ANCHOR STERILE KIT.Investigation Results:All explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation Conclusion:The device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the Complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code Cause Not Established will be used.